Event description:
It was reported that: locking plate broke and 2 screws backed out. We explanted the 2 screws and a piece of the broken locking plate (being sterilized now). He also fused from behind because of the issue.

Manufacturer narrative:
Common device name: spinal intervertebral body fixation orthosis. Catalog# 48811228, PMA#: k083562. Method: risk assessment, result: manufacturing files could not be reviewed due to lack of parts. The parts were not returned. Conclusion: the root cause is not determined due to lack of information and returned parts.

Event description:
It was reported that: locking plate broke and 2 screws backed out. We explanted the 2 screws and a piece of the broken locking plate(being sterilized now). He also fused from behind because of the issue.